Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
A device was returned for evaluation. The device was visually inspected and no defect was found. The device was charged and booted up. Functional testing was performed and there was no failure detected related to the complaint. A review of the downloaded data log did not confirm the reported event of loss of connection. A probable cause could not be determined.